Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation of the stent, as the physician withdrew the protecting sheath, it was noticed that the stent was not on the balloon, but on the stylet, which was removed with the protective sheath. No additional event or pt info is available.